Manufacturer narrative:
Method: the device was not available for evaluation. Device history review. Results: the device was not available for evaluation. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the plausible cause of the reported event was determined to be patient related, specifically the patient had osteoporosis which is a contra-indication. Device not returned.

Event description:
It was reported that; former surgery happened and the patient went to hospital because of cervical spondylosis of postoperative that the intervertebral fusion cage was subsidence. The doctor did anterior revision for her; removed internal fixation, used composite titanium plate fixation. In the operation, successfully applied of screws and titanium plate , saw from the intraoperative cervical x-ray that the screw position was good. But after six days ,reviewed by the cervical x-ray examination, the doctor found that the screw was backing out .revision is scheduled.